Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire 4x40 was prepared and inserted into a phenom 21 microcatheter. Friction was noticed while advancing the solitaire through the phenom 21 but this is a normal occurrence. The solitaire 4x40 was deployed from the left m1 of the middle cerebral artery (mca) down into the left internal carotid artery (ica). After a few minutes, the solitaire was attempted to be withdrawn from the patient. As the solitaire 4x40 was pulled into the tip of the apro 70, the solitaire detached at the distal pusher wire. Several attempts were made to remove the solitaire from the left ica and were finally successful and tici 2b recanalization was achieved. There was pushwire kink/separation. The pushwire was not torqued during the procedure. Resistance was encountered. The pushwire break or separation was in the distal section. The broken solitaire was removed from the body by using two other solitaire devices inside of it and pulled out simultaneously. The solitaire device separated on the distal pusher wire and the solitaire became completely detached in the ica. This caused an occlusion in the artery until the solitaire could be removed from the patient. The device and any accessories were prepared as indicated in the IFU. There was one pass with the device. The patient status is alive with injury. The patient involved was suffering from an acute ischemic stroke which is why a solitaire was being used. There was no injury involved from the solitaire, rather the complications of acute ischemic stroke. The patient was undergoing surgery for treatment of an ischemic stroke located in the left ica. The patient's baseline tici score was 0, post-procedure score was 2b. It was noted the patient's vessel tortuosity was moderate. The parent vessel was the left ica. Ancillary devices include an infinity plus sheath, phenom 21 microcatheter, apro-70 distal access catheter.

Event description:
Additional information was received stating that the model and lot number of the phenom 21 was unknown at the moment. The cause of resistance was somewhat normal for a solitaire 4x40 inside a phenom 21. It was unknown why the pusher wire broke. The resistance was at the hub and proximal segment of the phenom 21. There was a continuous saline flush line to the phenom 21 and all other lines used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.